Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a hardware failure. Patient claimed that receiver had gone through washing machine and received water damage.